Event description:
Procedure: treatment of peripheral artery disease in the left leg. Adverse event: guidewire broke and left approximately >1 cm of wire at the lesion. Procedure sequence and details: pad information minimal calcification in sfa vessel. Surgeon used the avinger wildcat w400 and cordis .035" aquatrack guidewire to cross the lesion. Device (wildcat) tracked naturally to mid-sfa to the lesion. Wedges were engaged at this time and then probed with wire. During probing the wire coiled up. The surgeon tried to pull the wire back (at a rapid rate) into the tip of the wildcat. At this time the tip of the wire was damaged. When pulling back the guidewire approximately less than 1 cm of guidewire broke off and was left in the subintimal space. It is believed that the wedges were not engaged at the time the wire was pulled back. Then the wildcat was removed along with the guidewire. The surgeon did not think it was a clinical consequence to the patient since the wire was lodged in the subintimal space, and thought it could have caused more harm to try to snare. Therefore, the wire was not retrieved. The surgeon then used a cook csi exchange catheter to continue through the lesion on a different path. Then a diomond back atherectomy catheter was used and then a balloon (type: unknown). The next day the patient was taken to the or due to a lesion in the common femoral that was recalcitrant to the pta and unrelated to the previous day. The surgeon thought this lesion would be better treated with an open endarterectomy. While in the operating room for that procedure it was noted that the sfa treated the day before had clotted off. The surgeon performed a mechanical thrombectomy with a fogarty catheter. Then lined the sfa with a gore viabahn stent-graph. Patient has improved and was released.

Manufacturer narrative:
Per our instructions for use for w400 (ls 0016 rev b) "if resistance is met during manipulation, determine the cause of the resistance before proceeding." When resistance was felt the operator should have stopped to allow the guidewire to unwind before removal.